Event description:
The customer reported that the ultrasound image was missing, which affected the puncture needle insertion during reprocessing involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.